Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The returned fragments were visually and electrically analyzed. The visual inspection demonstrated cuttings in the insulation which occurred most likely during surgery. Blood penetrated the lead in these areas. Furthermore the steroid collar was found damaged. Further analysis revealed abrasion marks along the lead. The insulation was found intact at these positions. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
This lead was explanted and replaced due to inappropriate shocks and oversensing. Should additional information be received, this file will be updated.